Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced non-specific pain. The right ventricular (rv) lead exhibited high thresholds and dislodgement. Thresholds were noted to be rising. Attempted unipolar pacing encountered non-capture at maximum output. The physician suspected micro-perforation and decided to reposition the lead. The lead remains in use. No further patient complications have been reported as a result of this event.